Manufacturer narrative:
Received five 139112ext in original packaging. Lot number was verified. Performed a visual inspection, one package was not sealed at one end, two of the devices are encroach the seals, and the other packages do not have any signs of abnormalities or defects. Performed a functional inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that the packaging had an insufficient heat seal on two of the packages. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review was conducted and found this is the only event with a quantity of 5 units for this lot number and failure mode however, only 3 units are confirmed. (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.